Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an event in the night of implant. It was also reported there was a non specific issue with the rate drop response feature of the implantable pulse generator (ipg). It was additionally reported that the right atrial (ra) lead exhibited a "lead problem". It was noted the ra lead had high thresholds, diminished p waves with rising and high/ undefined atrial impedance values noted on the lead. The ipg was reprogrammed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.